Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient visited the clinic on (B)(6) 2026 after their pod appeared to stop delivering insulin properly, resulting in elevated blood glucose levels ranging from the 200s to 300s mg/dl, and nearly reaching 400 mg/dl while wearing the pod on the arm between 4 and 24 hours. The patient¿s mother did not report any specific symptoms but noted that "the patient felt bad". The patient was diagnosed with hyperglycemia and was treated with intravenous fluids. The pod was replaced, and the patient's glucose levels returned to a normal range. The patient was at the clinic for approximately 2 hours and released home on the same day.